Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a cut, approximately 5 cm long, in the bag that appeared to have been made by a blade. Underwater leak testing found leakage from the cut. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3l eva bag leaked. This occurred during filling of the bag with total parenteral nutrition (tpn) solution and before patient connection. There was no patient involvement. No additional information is available. This is report 1 of 15.

Manufacturer narrative:
(B)(4). Initial reporter address (B)(6). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.